Event description:
It was reported that during a da vinci-assisted partial nephrectomy with pyeloplasty surgical procedure, the current strayed from the monopolar curved scissors (mcs) instrument. There was a hole in the mcs tip cover accessory on the innermost joint of the mcs. When current was activated, there was thermal damage to the outer layer of the ureter, which the surgeon repaired with a suture. The focus of the procedure was not on the part of the ureter that was damaged. The procedure was completed with a new mcs and mcs tip cover accessory, and the patient was discharged on the day after the procedure. The patient did not experience any postoperative complications. The mcs instrument and the mcs tip cover accessory were inspected prior to use, and there was no damage observed. A grounding pad was used, and it did not appear to have any issues or defects. The grounding pad was placed on the patient's left thigh. The tip cover accessory appeared to be properly installed during the surgical procedure; no part of the orange surface was visible after the tip cover accessory was installed, the installation tool was used, and no electrolube or any other lubricant was applied to the mcs instrument prior to the tip cover installation. The customer did not test the mcs after the issue occurred.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. The product has not been returned to intuitive surgical, inc. (Isi) for evaluation. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post-market surveillance (rpms) analyst. Per the investigation, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Manufacturer narrative:
Intuitive surgical, inc. Received the monopolar curved scissors (mcs) instrument and the mcs tip-cover accessory associated with this complaint, and a failure analysis (fa) investigation was completed. Fa replicated and confirmed the customer reported complaint while examining the tip-cover accessory. The distal end of the mcs tip cover exhibited localized melting, which is indicative of arcing. Commonly, thermal damage to the tip-cover accessory is attributed to either improper installation onto the mcs instrument or to repeated exposure to thermal and mechanical stresses during collisions or normal use conditions. The site also returned the mcs instrument that is believed to have been used in conjunction with the mcs tip cover. There were no char marks found on the returned mcs instrument. The instrument was placed and driven on an in-house system, where it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, and the tips opened and closed properly. The instrument passed the electrical continuity test. An in-house mcs tip cover was installed onto the mcs instrument, and the instrument performed energy without any issue; no stray current was observed. The instrument was retested, and it passed on multiple attempts. The instrument was fully functional, and no product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.